Event description:
Pre-operatively during procedure set up, the flopump was primed/de-aired in standard fashion for cardiopulmonary bypass, while recirculating air was noted in the flopump 6000 bio pump. It was de-aired and air was noted again. Circuit was inspected for possible sources of air. Proper priming and de-airing techniques were used for set up. No banging or jarring of bio head. It was removed from circuit and replaced with another pump, the replacement performed as designed. No patient problems/exposure to device in question. The device will be returned to the manufacturer for follow-up evaluation.